Event description:
It was reported that the patient had initially a (B)(6) weight loss, which was later reported as a (B)(6) weight loss, and now her battery/pocket was painful at times. It was discussed that the patient could speak with the managing physician about revision options to secure the battery in the pocket. The patient did see the physician regarding the pain in the pocket site. The patient stated that the pain occurred about 4 weeks ago (approximately the beginning of (B)(6) 2012) and had stopped about 1 week later. The patient saw the physician regarding this, and the health care professional (hcp) stated she could possibly move the implantable neurostimulator (ins) a little deeper if needed. It was later reported that the patient was disappointed that she was implanted with the device and now that she had lost weight it was 'bulging', protruding from her bottom/butt. The patient stated that 'if there were words written on her battery you could read it'. It was reported that the patient's device still had 80% battery but that the patient would like a different device. It was reported that the patient was working with the manufacturer's representative and the physician to determine the next steps. It was later reported that the hcp may be doing a pocket revision due the patient's weight loss of (B)(6). It was also reported that the patient catches the ins on her pants when she was getting dressed. It was reported that the patient would discuss with the hcp whether he could replace the ins with a newer model. The patient was not happy with the battery that was implanted and called it "crappy". The patient stated that "they put one in her that was obsolete". It was reported that it took the hcp a week to find the card because "they don't make that model anymore". The patient was also dissatisfied with the manufacturer's representative. It was also reported that the patient felt pain on the right side of her vaginal area when the stimulation was turned on. The acute pain occurred after a reprogramming session with the physician. It was reported that the symptoms of urgency/frequency were "fine", but the patient could not seem to find a good "in between spot for the stim". The patient stated it was either too high and painful or nothing at all. The patient had never tried turning the "stim" off at the time to see if that stopped the pain. The patient also asked for help with reprogramming and would like to go back to the setting she was on before the physician did the programming. Additional information received indicated that the patient was able to feel stimulation in the labia during reprogramming on (B)(6) 2012, and there was no follow up. It was later reported that if the patient tried to turn it up, it sent electrical shocks "through her crotch". The manufacturer's representative had checked impedances on the ins, and it was reported that they were "fine". It was reported that they could not explain why the patient was getting the shocks. It was later reported that there was a change in therapy and a loss of therapeutic effect. It was reported that the patient could not sit for more than an hour and a half because her butt hurts and it shocks her when she tried to adjust it. It was reported that the patient had to keep it "way low" because if she did not, it shocked her. It was reported that the patient could not adjust it because if it "goes up", it shocked her.

Manufacturer narrative:
Product ID 748910, serial# (B)(4), implanted: 2006-(B)(6), product type extension product ID 748910, serial# (B)(4), implanted: 2006-(B)(6), product type extension product ID 7439, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, patient product ID 3093-33, lot# v007913, implanted: 2006-(B)(6), product type lead product ID 3093-28, lot# v009198, implanted: 2006-(B)(6), product type lead. (B)(4).